Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the dexcom sensor stopped reading. No medical intervention was reported. Additional event or patient information is not available.